Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie failed and was unable to recover, preventing users from accessing medications. A field service engineer (fse) found that the broken pocket had already been replaced. The fse verified all connections were secured and no debris was under the pockets, inspected all cabling and utilized the hardware testing application to test the drawers. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, cubie failed and was unable to recover, preventing users from accessing medications. The customer stated that this malfunction caused a delay in dispensing medications to the patients. However, there were no adverse events or injuries reported due to this event.